Manufacturer narrative:
4/17/1998: g9 - MFR report number has been corrected here and in header on page 1.

Event description:
Pt developed meningitis which entailed a lengthy hospitalization and treatment with antibiotics. Physician's office stated that pt has a number of other medical problems that may have contributed to the event.